Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's needle broke off on removal and was embedded in the patient's skin. Therefore, the patient will require minor surgery to remove the needle. No further information available.